Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to blood glucose (bg) level of 390 mg/dl. Customer¿s bg was treated intravenously with fluids of saline and insulin. The customer was discharged on (B)(6) 2023 with no permanent damage. Reportedly, an air bubbles were observed within the infusion set tubing. Additionally, it was reported that the pump time was incorrect, cause was unknown. Tandem technical support (cts) performed pump data log review and found that the customer did not complete the load process. System check with cts confirmed that the pump and related supplies were operating as intended.